Manufacturer narrative:
Lead model 3889-28, lot# v188963, implanted: 2009 (B)(6), explanted: unk, programmer model 3037, (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation when the hcp used an electrocautery-like device to remove some cancerous tissue from her chest. It was reported that a manufacturer representative said three of the leads were "burnt out". Additional information has been requested, but was not available as of the date of this report.